Event description:
Device issue: none. Adverse event: dissection. Time of adverse event: during the procedure. It was reported that a xience v stent was implanted in the distal left anterior descending artery. Post implantation, a dissection was noted at the distal end of the stent. A second xience v was implanted to treat the dissection. The patient is stable. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4): there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.